Manufacturer narrative:
The events of "lymphadenopathy" and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and hardening in the left breast", "malignant; very noticeable lymph node in the left armpit", "implant rupture left", "deposition of silicone lk axilla l", and "malignant melanoma shoulder diagnosis".

Event description:
Patient reported left side "pain and hardening", "malignant; very noticeable lymph node in the armpit", "implant rupture", and "deposition of silicone lk axilla l". Patient additionally reported "malignant melanoma shoulder diagnosis"; this event is not device related. The device remains implanted.

Event description:
Additionally, healthcare professional reported ¿liquid and silicone between the silicone capsule and the fibrous capsule". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified rupture and encapsulation. The events of "lymphadenopathy, silicone migration, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy, rupture, silicone migration, and seroma-late.